Event description:
Medtronic rep reports high impedances >4000 ohms on some bipolar pairs. Pt falls frequently but can't associate current loss of stimulation with a particular fall. Currently only feels stimulation as a cramping sensation in her legs. Add'l info has been requested and if received, a f/u report will be sent.

Manufacturer narrative:
(B)(4).